Event description:
Paramedics attended to a male patient in his 50's who had apparently collapsed while exercising on a treadmill. The patient was described as being down for over 3 hours. The patient was diagnosed as cyanotic, asystolic and pupils were fixed and dilated. The patient was cool to the touch. Per local protocols for asystole, external pacing was attempted. The unit allegedly displayed a constant leads alarm and pacing was inhibited. CPR and drug therapy was administered. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's lack of viability due to excessive down time.